Manufacturer narrative:
The ge service representative performed an on-site investigation. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would intermittently not save images. No patient injury was reported.